Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force system sensor. No traces of moisture were noted at keypad traces, electronic assemblies or motor assemblies per visual inspection. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump is cracked at the top right of the device and there is condensation on the inside of the display screen. Customer's blood glucose was 207 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.